Event description:
The customer reported being hospitalized due to high blood glucose of 728mg/dl, and he was treated with manual injections. Troubleshooting was performed. The time, date, and settings were correct. Assisted the customer to run a fixed prime test and the insulin did exit. Advised the caller to call back when the tubing clamp arrives to complete the testing. The customer declined to remove the cannula from his body as he did an infusion set change, and his glucose still was high. The customer did not continue testing and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.